Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having many serious low blood glucose incidents. The blood glucose at time of call was 279mg/dl. The customer sated that the holster broke off when he fell on while his glucose level was 21mg/dl. The caller stated that the new doctor adjusted his settings and this caused him to go low. The customer stated that his mother called the ambulance and the paramedics gave him sugar water and an IV of glucagon, then the customer's glucose level went up to 239mg/dl. The customer stated that he suspended his insulin pump as he was going low. No further information was provided.